Manufacturer narrative:
Concomitant products: 5076-45 lead, implanted: (B)(6) 2013.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The polarity of the left ventricular (lv) lead was adjusted and the diaphragmatic stimulation was resolved. The lv lead remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.